Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chest pressure, shortness of breath, coughing and chronic sinusitis. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected observed that unknown dust contaminant on the top enclosure, front panel, rear panel, bottom enclosure, on the inside and outside of the blower, on the blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer unable to directly address the symptoms or complaints. The manufacturer observed dust contamination and keratin-like substance in the device and are consistent with being from an external source. In previous MDR chronic sinusitis was missed to capture and it was updated in this report and updated patient outcome code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chest pressure, shortness of breath and coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.